Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, product type: lead. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for pain in lower limbs. It was reported that the lead positioned in ¿subcutis¿ was exposed and infection occurred. The contributing factor to the event was while the subcutaneous tunnel was created, the physician thought that tunneling in a shallow position was possibly performed. The diagnostics/troubleshooting performed was the site of tunneling was reviewed. The intervention/action taken to resolve the event was the whole device system was explanted and a new device system was implanted. No x-ray images were available. The issue was not resolved at the time of this event. The rep was going to obtain additional information from the hcp in early (B)(6). The physician¿s observation about severity was severe. There was patient injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.